Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including running daily/weekly/monthly self tests, on/off current testing, patient and circuit impendance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. The main board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Please note: the g5 operator's manual advises users of the appropriate operating and storage conditions for temperature and humidity of the device. Our experience with this kind of error is that high humidity conditions can contribute to the occurrence of the error. We would like to take this opportunity to remind you of the importance of evaluating/monitoring the environmental conditions, in which, the device is used/stored and that they are within our established parameters to help ensure the device is operable when called upon for use.